Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr), enlarged atrium, rotated heart for a mitraclip procedure. During the procedure, steering was difficult. After many grasping attempts, physician was able to capture the anterior leaflet and the posterior gripper would not lower. Troubleshooting was performed but was unsuccessful. Clip was replaced. Physician complained that there was resistance between the clip attach and stabilizer. Imaging was difficult. All steps were performed as per IFU. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.